Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty, and suture was used. The needle was detached from the suture during continuous suturing on the fascia. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
No suture, needle or winding former were returned for evaluation to determine the assignable cause of the performance - pull off suture needle; therefore, the reported failure could not be evaluated. It could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture during continuous suturing on the fascia¿.